Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported during an unk procedure that the activation button of the device did not work. The power of the device is not enough to compared to other same devices. There was no adverse pt consequence.